Event description:
It was reported that stent thrombosis occurred. An unspecified promus element plus stent was implanted in an unspecified vessel. In (B)(6) 2012 the patient experienced stent thrombosis. The stent was under deployed, "a 3.5mm vessel and stent dropped to 2.4mm". Treatment re-ballooned the stent. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).